Event description:
The international customer reported the ventilator was in use on a patient when staff reported seeing smoke and fire from the interior of the device. The customer removed the device from the patient and reported there was no patient harm. Upon visual inspection of the ventilator, the distributor reported there was heat related damage to internal components. The ventilator was returned to the manufacturer and failure analysis found the heat related damage was due to snubber pcb failure. The customer received notice of a field action for the replacement of the snubber pcb due to manufacturer findings of snubber pcb thermal damage. Review of the field action noted the customer did not complete the field action as required. A follow-up notification from the manufacturer addresses the need for the customer to complete the field action as required.